Event description:
During a normal device change out, this rv lead had impedances of greater than 3000 ohms. A lead fracture was noted and this lead was explanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.